Manufacturer narrative:
Additional information: h.6 device code ******************************************* the report of a heparin rate discrepancy was confirmed in the pcu event log. ¿ the pcu event log shows the discrepancy was the result of the user selecting the ¿up arrow¿ key, which changed the rate from 24ml/hr to 25ml/hr, also changing the dose from 1200unit/hr to 1250unit/hr. ¿ the increase of the rate parameter occurs when the ¿up arrow¿ key is selected since rate is the default selection after selecting next at the first drug setup screen. ¿ even if the increase in rate was unintentional, the user still must confirm programming prior to starting the infusion. ¿ the pump module was not returned for investigation, however was not requested since review of the pcu event log shows the discrepancy was due to selecting the up arrow key prior to starting the infusion. The root cause of the reported heparin rate discrepancy was user programming. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 06jan2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 31jan2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device (has/ has not) been previously returned (state number of times the device has been returned, if previously returned) for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the rn started an infusion of heparin 25,000 units in sodium chloride 0.45% 500ml on (B)(6), 2020 at 1044 with a rate of 1,200 units/hr (24ml/hr). However, when the rn returned to bedside, the pump was seen running at 1,250 units/hr instead. Per customer's review of the original electronic charting, it showed a rate of 1,200units/hr was pre-populated from the pump into the electronic medication administration record (emar) at 1044. On the other hand, infusion knowledge portal (ikp) data showed that the pump was started at a rate of 1,250 units/hr (25ml/hr) at 1044. There was no patient impact. The customer is requesting an analysis of the issue to find out if it was a user error or software glitch.

Manufacturer narrative:
Correction: a.1

Event description:
It was reported that the rn started an infusion of heparin 25,000 units in sodium chloride 0.45% 500ml on (B)(6) 2020 at 1044 with a rate of 1,200 units/hr (24ml/hr). However, when the rn returned to bedside, the pump was seen running at 1,250 units/hr instead. Per customer's review of the original electronic charting, it showed a rate of 1,200units/hr was pre-populated from the pump into the electronic medication administration record (emar) at 1044. On the other hand, infusion knowledge portal (ikp) data showed that the pump was started at a rate of 1,250 units/hr (25ml/hr) at 1044. There was no patient impact. The customer is requesting an analysis of the issue to find out if it was a user error or software glitch.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the rn started an infusion of heparin 25,000 units in sodium chloride 0.45% 500ml on (B)(6) 2020 at 1044 with a rate of 1,200 units/hr (24ml/hr). However, when the rn returned to bedside, the pump was seen running at 1,250 units/hr instead. Per customer's review of the original electronic charting, it showed a rate of 1,200units/hr was pre-populated from the pump into the electronic medication administration record (emar) at 1044. On the other hand, infusion knowledge portal (ikp) data showed that the pump was started at a rate of 1,250 units/hr (25ml/hr) at 1044. There was no patient impact. The customer is requesting an analysis of the issue to find out if it was a user error or software glitch.